Event description:
It was reported that the patient was not feeling stimulation in her back or in her left leg, and she usually does feel stimulation in her back and left leg. The patient stopped feeling stimulation the same morning of the report. It was stated that the patient was feeling a "small amount" of stimulation going down her right leg. It was noted that the patient had pain "all of the time". It was stated that the stimulation had "not been feeling like it was working good for some time". The patient made an appointment to meet with her doctor and a company representative on (B)(6) 2013. It was reported that the previous week the patient checked her batter and it was "completely dead". The patient charged it to full and "the charged was reduced to empty in one day". It was stated that the patient was charging for 8-10 hours to get the device fully charged. That happened last week. It was noted that the patient did not feel like the device had flipped or moved. The patient tried to use her programmer, but was not getting a response. The patient attempted to use different programs and she also tried increasing stimulation. It was noted that the patient had been in the hospital for congestive heart failure on (B)(6) 2013 and she was there for 6 days. It was stated that there were no known falls or traumas associated with the event. Additional information has been requested, but was not available at the time of this report.

Event description:
Follow up from the health care provider reported the cause of the event was the patient needed a trickle charge. The patient needed reeducation and a recharge. There was no hospitalization due to the event.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3487a-56, lot# v235029, implanted: (B)(6) 2009, product type: lead. Product ID: 3487a-56, lot# v235029, implanted: (B)(6) 2009, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).